Manufacturer narrative:
Product event summary: the 2af283 arctic front advance catheter with lot: 26667 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was reviewed. Data indicated the catheter was never used. No application was performed. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. Pressure and flow were in range and the temperature curve had no oscillation or overshoot. In conclusion, the reported "visible blood" was not observed/reproduced with the returned catheter. The reported system notice n006 (the system detected blood in the catheter indicating there was blood detected at the patient board (catheter shaft impedance wire blood detection) was not observed/reproduced with the returned catheter. The catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID nitron; product type: console, product ID 2af283; product type: balloon catheter, product ID 2af283; product type: balloon catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, an error message was received stating that the system detected insufficient flow at the start of the application indicating the treatment underflow was fast, an error message was received stating that the system detected blood in the catheter handle and stopped the vacuum and an error message was received stating that the system detected blood in the catheter indicating there was blood detected at the patient board (catheter shaft impedance wire blood detection). The console was switched out and another system notice was received. The balloon catheter, sheath and auto connection box were replaced and the coaxial umbilical cable was replaced twice without resolve. The catheter was replaced a fourth time to resolve the issue. It was noted that the three balloon catheters were noted to have visible blood. The case was completed with cryo. The console was inspected and no visible blood was found in the console. No patient complications have been reported as a result of this event.